Event description:
On (B)(6) 2020, fujifilm medical systems u.s.a. Was informed of an adverse event. The description of event is as follows: a patient had tested positive for pseudomonas after a procedure with a fujifilm ed-530xt8 scope. Fujifilm was later informed that the patient had died. The patient underwent endoscopic retrograde cholagiopancreatography (ercp) for jaundice. The patient had pancreatic cancer and received intravenous antibiotics once he tested positive for infection. The same psuedomonas strain was also found in another patient that had also died; the common link was determined to be the ed-530xt8 scope. The hospital suspended all three ed-530xt8 duodenoscopes for further investigation, and the scopes were removed from service and swabbed. Pseudomonas was found to be present on the distal end of the subject scope. Timeline: (B)(6) 2020 - ercp procedure for obstructive jaundice. (B)(6) 2020 - pseudomonas infection detected, patient received intravenous antibiotics. (B)(6) 2020 - patient died. This event was reported to the manufacturer on (B)(6) 2020. The manufacturer reported this event to FDA under report # 3001722928-2021-00010.